Event description:
It was reported that the lead failed to capture at maximum output. An x-ray confirmed that the lead was dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.